Event description:
No pt contact; this device was not used. The reporter stated when the device was plugged in to the machine it started to activate before any buttons were pushed. Upon receipt from evaluation and testing by quality assurance the device was confirmed to self activate.